Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by slightly cloudy pd effluent. The breach in aseptic technique was further described as lack of training of the new caregiver (no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime and cefazolin (1 gram each during 6 hours, intraperitoneally (ip)). One day after the date of diagnosis, the patient began treatment for the peritonitis with ceftazidime and cefazolin (250 milligrams each with 4 exchanges made during the day, ip). At the time of this report, the patient was recovering and extraneal/physioneal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Fifty-nine days prior to the receipt of this report, the antibiotic treatment was discontinued and the patient was deemed recovered. On an unreported date, the patient¿s caregiver was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The occurrence date was reported as between the previously reported event date and four days after in (B)(6) 2017. Upon follow up it was reported the patient was hospitalized for the peritonitis event. At the time of this report, the cloudy effluent was ¿clean¿, antibiotic therapy remained ongoing and the patient continued recovering from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.